Event description:
It was reported to olympus that the evis exera iii colonovideoscope had insufficient angulation. Inspection and testing of the returned device found that the light guide lens, bending section rubber adhesive and the connecting tube had foreign material. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the right direction did not meet standard value due to wear of the angle wire. It was also noted that switch 1 had a cut and the label on the scope connector was damaged. The insulation resistance at the distal end did not meet standard value due to wear of the angle wire and the objective lens had a stain. The universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.